Manufacturer narrative:
(B)(4). H6: proposed component code: mechanical (g04)- stem. The customer has indicated that the product will not be returned to zimmer biomet for investigation, as it is implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a left hip procedure, the stem could not be fully seated and the stem sat perched after implantation. Surgeon believes the coating on the stem is too thick. There was no additional broaching conducted. The stem was implanted with no further intervention made. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h3; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Radiographs were provided. Review identified the following: the images show a small gap between the calcar and collar of the femoral stem which would coincide with surgeon report of a "perched" stem. It is not possible to determine if the pps coating is the cause from these images-per the literature, perfect calcar-collar contact is achieved in less than 50% of collared stems and there are several possible causes for improper collar-calcar contact including (but not limited to) low femoral osteotomy or rotation of the component in relation to the final broach a definitive root cause cannot be determined. Complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.